Event description:
On (B)(6) 2013 it was reported that it appears there is an issue with the serial cable, because as the cable is moved, the handheld starts and stops charging dependant upon the direction the cable is moved. The handheld and wand were checked and appear to be working properly. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the hhd (B)(4): sn (B)(4) passed all functional tests prior to distribution.